Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00218 and 1819470-2018-00217 since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) year-old female patient of han nationality. Medical history, family drug reaction and concomitant medications were none. Previous drug adverse reaction included allergic to penicillin. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix50) from cartridge via a reusable pen unknown humapen and humapen ergo ii), 12 in the morning and 14 in the evening, twice daily, for treatment of diabetes mellitus, beginning in (B)(6) 2011. On an unknown date, after starting insulin lispro protamine suspension 50%/ insulin lispro 50% for blood sugar adjustment he was hospitalized regularly. Information regarding corrective treatment, hospitalization details and event outcome was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% therapy statsu was continued. The operator of the devices and his/her training status was not provided. The general duration of use for unknown humapen was not provided and the suspect device duration of use was three years approximately. The general duration of use for humapen ergo ii was not provided and suspect humapens ergo ii was four or five years and one year respectively. Action taken with the suspect humapens and its return status was not provided. The reporting consumer did not know if the event was related to insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not provide the opinion of relatedness between the events and the humapens. Edit 03dec2018: updated medwatch and (B)(4) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Event narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 19dec2018 in the event field. No further follow-up is planned. This report is associated with 1819470-2018-00218 and 1819470-2018-00217 since there is more than one device implicated. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii was "easier to be pushed down without making click sounds in the end of 2016 and beginning of 2017." She experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch: 1109d01, manufactured september 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. A complaint history review of the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reportedly used the device for four or five years. The core instructions for use states the device was designed to be used for up to 3 years after first use. In addition, the patient stated she did not prime her pen. The core user manual instructs the patient to prime the device using 2 units before every injection until insulin is seen at the needle tip. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of injection force higher than previously experienced or the event of abnormal blood glucose. The patient did not prime the device. This may be relevant to the complaint of injection force higher than previously experienced or the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a 71-year-old female patient of han nationality. Medical history, family drug reaction and concomitant medications were none. Previous drug adverse reaction included allergic to penicillin. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) from cartridge via a reusable pen humapen ergo ii, 12 in the morning and 14 in the evening, twice daily, for treatment of diabetes mellitus, beginning in may-2011. On an unknown date, after starting insulin lispro protamine suspension 50%/ insulin lispro 50% for blood sugar adjustment she was hospitalized regularly. It was noted that the injection button of the first device was easier to push down in 2011; specific date was not known (pc4550139/lot: unknown). In apr2013 or may2013, a second device of a humapen ergo ii device was purchased. It was noted that at the end of 2016 and the beginning of 2017, the injection button of the second device was easier to push down without making a click sound (pc 4550140/lot: 1109d01). In addition, the patient refused to prime the device and used the device greater than three years. At the end of 2016 or the beginning of 2017, a third device was purchased. It was noted that the injection button of the third device was easier to push down without making a click sound sometimes however, the button was askew and not smooth (pc 4550141/lot: 1508d01). She also refused to prime which was not done according to the suggestion of the doctor. Information regarding corrective treatment, hospitalization details, and event outcome was not provided. Insulin lispro protamine suspension 50%/ insulin lispro 50% therapy status was continued. The operator of the devices and his/her training status was not provided. The general device use was not provided. The suspect device with pc 4550139 was used for an unknown age, device with pc 4550140 was used greater than three years, and device with pc 4550141 was used for two years. The suspect device with pc4550139 was discarded; other suspect devices were not returned to the manufacturer. The reporting consumer did not know if the event was related to insulin lispro protamine suspension 50%/ insulin lispro 50% therapy and did not provide the opinion of relatedness between the events and the humapens. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 19dec2018: upon internal review of initial information received 19nov2018, recoded device from humapen unknown to humapen ergo ii. Also, the additional information received on 19dec2018 from the global product complaint database was processed together. Entered all device specific safety summaries (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for pc 4550139 associated with unknown lot of humapen ergo ii. Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, device return status to not returned to manufacturer, and added date of manufacturer for pc 4450140 associated with lot: 1109d01 of humapen ergo ii device. Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, device return status to not returned to manufacturer and added date of manufacturer for pc 4550141 associated with lot: 1508d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.